Event description:
It was reported that this right atrial (ra) lead was unable to performed thresholds test successfully due to fusion. Atrial rate went down to 50s. Loss of capture was noted. The lead remains in service. No adverse patient effects were reported.